Event description:
It was reported that this implantable right atrial (ra) lead was explanted due to suspected infection. While explanting, physician experienced difficulty retracting the helix. No additional adverse patient effects were reported.